Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed. Lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue cause by the plunger not compressed fully against the handle. One anterior cuff tab was separated and not returned. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received. A new proglide device was used to achieve hemostasis. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. No additional information was provided.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endoprosthesis implant procedure. Reportedly, the device was damaged during the 2nd and 3rd steps, the wire [suture] came broken. A new unspecified device used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.